Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Field service replaced the nozzle number 4 ((B)(4)) of the cuvette washer which ultimately resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
The list number of the concomitant medical product (clinical chemistry magnesium assay lot 67612un14) changed from ln 07d70-31 to ln 03p68-21. An evaluation is still in process.

Event description:
The customer observed falsely elevated magnesium results on the architect c4000 analyzer. The following data was provided: initial 2.8181, repeat 0.9262 mmol/l. There is no impact to patient management reported.